Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A manufacturing evaluation was conducted. The screw was received with the complete first thread of the broken tip of the sleeve still in the m6.5 x 0.75-6h thread of screw. There are nicks and scratches at the flat bottom of sd25 form. There is a nick on the major diameter of the bone thread about halfway up the part. All described nonconformities are post manufacturing. Both the minor diameter and the m6.5 x 0.75-6h thread dimensions cannot be measured because of the intrusion of the broken sleeve.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The breakages on both holding sleeves occurred while fully inserted. This is indicated by the fracture point being 1.5mm from the most distal tip of the threaded sleeves. The driver may not have been fully engaged in the screw head prior to the sleeves being threaded into the screw head. Without the driver fully engaged in the screw drive recess, cross-threading may have occurred more easily as the driver engagement provides axial alignment. If then a bending load was applied during the tightening of the holding sleeve to the head with the scenario above, failure of the sleeves could have occurred in the manner described in this complaint. There is not enough information describing how the holding sleeves were assembled to the screws and whether or not the driver was engaged in the screw drive recess as described in the matrix technique guide.

Event description:
During an l4-s1 procedure, as the surgeon was putting the screw in the sleeve, the threads broke off affecting both the sleeve and the screw. This happened two times involving two screws and two sleeves. All parts were retrieved. A third sleeve and screw was used without incident. The surgery was prolonged maybe three minutes. This is 3 of 4 reports for the same event.